Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an osteosynthesis for fracture of distal radius with the implants in question. According to the findings at the follow-up on (B)(6) 2021, the postoperative course was favorable. At postoperative follow-up on (B)(6) 2022, cr and CT showed loss of reduction (dorsal displacement of the distal fragment), breakage of the screw inserted in the ulnar distal second row, and protrusion into the joint of the screw inserted in the second hole from the ulnar most distal row. It is unknown which lot number of screws are broken and protruding. On (B)(6) 2022, the removal surgery of all the implants including broken screw and protruding screw will be performed. The surgeon commented that when the patient voluntarily performed rehabilitation during the year-end and new year holidays, excessive rehabilitation was performed in terms of content, which may be the cause of this event. No further information is available. This report is for one (1) va lockscr ø2.4 self-tap l22 tan. This is report 6 of 8 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Health effect clinical code: (B)(4).. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part: 04.210.122s. Lot: 6l88359. Release to warehouse date: 16 april 2020. Manufacturing site: werk selzach logistik . Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.